Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument did not come off from the arm. Since it couldn't come out even after pulling, technical support engineer (tse) advised removing the cannula together with the instrument from the port and detaching the instrument externally. The procedure was completed with no patient harm.